Event description:
It was reported that the patient heard an alert. The right ventricular lead was found to have high impedance. The device was reprogrammed to turn off defibrillation therapy until the lead could be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.